Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: it was reported that a medtronic engineer repaired the external pulse generator by replacing the encoder flex tape assembly. (B)(4).

Event description:
It was reported that the doctor was unable to adjust the pacing rate on the external pulse generator (epg) and other parameters. Follow up determined that this occurred prior to the generator being connected to the patient. The generator was returned for service. No patient complications have been reported as a result of this event.